Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the connector was separated from the fiber body. Visual inspection of the fiber tip indicated it was degraded. Laser fibers are consumable devices and expected to degrade with use. Burn marks were observed on the fiber jacket. There was no anomaly identified on the connector. The console displayed a message that read: treatments used: 0, treatments left: 1. It is likely that procedural handling of the device during set-up and/or use contributed to the fiber body break thus leading to the reported clinical observation. The instruction for use (IFU) states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber, return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, after the laser was started up, the fiber could not transmit energy. The fiber was checked and was noticed to be damaged. A different fiber was used. The procedure was completed using the second fiber without patient complications. Analysis of the returned device identified a broken fiber.